Manufacturer narrative:
Additional information was provided in sections d9, d10, h3, h.6 and h.11. The company representative was able to confirm the system message (sm) issue (via event log review). However, the representative was unable to replicate the reported issue. The fluidics module was replaced as a preventive measure. The fluidics module was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. The fluidics module was returned for testing on this investigation. A visual assessment of the returned sample revealed loose 3d bracket and broken 3d support button. Those did not affect the function of the fluidics module and are unrelated to the reported event. The returned sample was installed into a system and tested. The module passed all tests and there was no problem found. The reported event was not replicated. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Service history was reviewed for the system. There were no service records (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. There were no relevant complaints found, reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that an ophthalmic operating system failed to provide the reflux function. It is unknown whether the procedure was completed. Details of the procedure and any patient harm were not reported. Additional information has been requested, but none has been received to date. This report is pertaining to one of two reports from the same facility.